Event description:
Stapler did not fire during properly during procedure. We requested the stapler and applied it to the renal vein. The artery had already been divided, so it was urgent to get the vein controlled and kidney on ice to reduce ischemia. I applied the stapler, closed the jaws until they 'locked', pressed the red safety, and then attempted to fire the stapler by depressing the grey trigger. The stapler engaged, but then apparently lost power before deploying the staples. The manual override did not work. We had to apply a vascular clamp to the inferior vena cava (ivc) and then we opened the stapler. We cut the vein and then got the kidney on ice.